Manufacturer narrative:
(B) (4).

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B) (4)

Event description:
Per the clinic, the patient experienced a decrease in performance. The results of an integrity test indicated normal receiver stimulator function with multiple electrode anomalies. Programming around the anomalous electrodes did not alleviate the issues.the device was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.